Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered significant pain and permanent injury. All other information is unknown and unavailable.